Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch #0100830. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint.

Event description:
It was reported that swab alcohol 100 bx 1200 contained foreign matter. The following information was provided by the initial reporter: "it was reported that swabs are missing from box and also stated that other brand swabs are plastic wrapped in the box. Verbatim: consumer reported swabs missing from box, also stated that other brand swabs are plastic wrapped in the box. Said there is no security in place with bd swabs to prevent people from tampering with them. I explained that the swabs are properly sealed in the individual packages."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that swab alcohol 100 bx 1200 contained foreign matter. The following information was provided by the initial reporter: "it was reported that swabs are missing from box and also stated that other brand swabs are plastic wrapped in the box. Consumer reported swabs missing from box, also stated that other brand swabs are plastic wrapped in the box. Said there is no security in place with bd swabs to prevent people from tampering with them. I explained that the swabs are properly sealed in the individual packages."